Manufacturer narrative:
The reported device was not returned to manufacturer. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 3300tfx 19mm aortic valve was explanted immediately after implant. The explanted device was replaced with a model 3300tfx 19mm. No other details provided. The valve was implanted in a patient with a very small outflow tract, very small annulus and low lying coronaries, particularly the right coronary artery. The valve was sized to a 19mm, which was still fairly tight. A root enlargement was considered but was abandoned due to the low lying right coronary. The patient is reported in serious but stable condition at that time. However, upon preparing the patient to exit the or when she fibrillated and CPR was started. The tee has already been disconnected so the surgeon re-opened the sternum on the patient to check for coronary artery obstruction. Upon viewing it was difficult to identify the left main so the valve was removed. A new 19mm valve was implanted but the right coronary was very close to the sewing ring. A bypass was done to the right coronary for protection. A 34ml iabp was placed into the right common femoral artery and advance to the distal arch using transesophageal guidance. The patient was able to wean off cpb with use of multiple inotropes. The patient then had several episodes of hypotension mainly associated with acidosis. The final state of the patient was reported as critical.